Event description:
The physician reports performing cataract surgery in the right eye with implantation of the crystalens using the crystalsert injector system. During lens insertion, the crystalens haptic loop caught on the iris and caused bleeding. No secondary intervention was performed. Preoperatively, the pt's bcva was 20/70-2 with +0.25 - 0.75 x 070. Four days postoperatively, the pt's bcva was hand motion.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. The lens remains implanted. (B)(4).